Manufacturer narrative:
(B)(4). Concomitant medical products: unknown articular surface, catalog#: unknown, lot#: unknown; unknown tibial tray, catalog#: unknown, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00203, 0001822565-2018-00204, 0001822565-2018-00205. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, swelling and limited range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was discovered that this was reported under the wrong MFR#. This will be reported under 0001825034-2018-04472.